Event description:
It was reported that the patient presented during follow-up in clinic. Upon interrogation, the left ventricular lead exhibited high pacing impedance and loss of capture. The lead was reprogrammed to resolve the issue. The patient was in stable condition throughout.